Event description:
It was reported that, an unknown intra aortic balloon (iab), had gas loss in iab circuit alarms. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).